Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown what the patient's weight was at the time of the event. It was also noted that the device was disposed of following the explant. The explant date was also noted to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for intractable obsessive-compulsive disorder. The patient had their device explanted due to no effect. It was indicated there was not more than 50% symptoms reduced. It was unknown what troubleshooting was done and the cause remained unknown. No further complications were reported/anticipated.